Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The caller reported the tube was placed in the pt for an hr and then the cuff began leaking. A non-routine replacement of the tube was required.